Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using the pinnacle pfr kit, the suture broke when the physician tried to pull the mesh leg through the ligament. The needle was retrieved. The physician then cut the plastic sleeve off the mesh leg and manually fired the suture through the ligament. A cystoscopy showed a small piece of mesh and suture had cut through the bladder. The urologist removed the suture and the mesh from the bladder, and repaired the bladder perforation. The pt is reportedly doing well post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.